Event description:
A pt reported experiencing inaccurate erratic results with ot ultra meter. The pt's blood glucose results were 179mg/dl, 59mg/dl,44mg/dl. Tests were done <10mins apart with a difference of 80mg/dl. Pt did not experience any adverse event. No further info has been reported.